Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(4) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the patient¿s expiration and the pump¿s status; however, no further information has been provided by the account to this date. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, this document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information: on (B)(6) 2019 the patient was started on dobutamine and epoprostenol to drive down pulmonary vascular resistance, but the right ventricle remained significantly enlarged. Patient received inotropes and vasodilators. On (B)(6) 2019, bronch overnight revealed focal bleeding from r bronchus - perhaps right middle lobe. Patient status post bronchial block was intubated for airway protection in the setting of fairly severe endobronchial hemorrhage. Patient received one unit of platelets. Patient expired on (B)(6) 2019. Cause of death was heart failure.

Manufacturer narrative:
Approximate age of device: 11 months, 3 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed shortness of breath (sob) on (B)(6) 2019 and presented to urgent care where the patient was transferred to a hospital. The patient was started on dobutamine for his heart rate in the 20s and transferred to duke. The patient arrived with complete heart block and cardiogenic shock. The patient¿s heart rate improved to the high 40s on dobutamine and his sob improved; however, the patient was discharger for nonsustained ventricular tachycardia (nsvt). A transvenous cardiac pacing (tvp) was placed with plan for pacemaker implantation (ppm) placement, veletri added for symptoms and signs of right heart failure. On (B)(6) 2019 the patient developed hepatic dysfunction with cardiogenic shock in setting of complete heart block/bradycardia with rates in the 30¿s. Patient¿s exam and labs were consistent with significant heart failure and marked hepatic injury. On (B)(6) 2019 a chest CT showed a large right loculated pleural effusion. The patient underwent a percutaneous pigtail placement. 120ml of serosanguinous fluid was returned and sent to analysis. Pleural fluid cytology negative for organisms or malignancy. On (B)(6) 2019 the patient developed respiratory failure and massive hemoptysis shortly after undergoing a percutaneous pigtail placement . The patient was emergently intubated. No further information was provided.